Event description:
A patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent a surgical procedure on (B)(6) 2019. Follow-up with the patient's pd registered nurse (porn) revealed the patient was undergoing hemodialysis (hd) for rrt at an outpatient davita clinic, prior to having a peritoneal dialysis (pd) catheter (not a fresenius product) placed. The patient was utilizing a baxter machine and product(s) while undergoing hd and did not utilize any fresenius device(s) and / or product(s) prior to beginning pd therapy. The patient was reportedly evaluated by a surgeon on (B)(6) 2019, and surgery was scheduled to insert a pd catheter (not a fresenius product). The pd catheter was surgically placed on (B)(6) 2021, however the home therapy department was unaware of the surgery. As a result, the pd catheter went unattended for approximately 3-weeks and clotted. The patient received a replacement pd catheter in late on (B)(6) 2019 and began pd training. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).